Event description:
The reporter contacted animas on (B)(6) 2012 and stated that all the keypad buttons were sticking and had a delayed response. The reporter stated the ok button felt as if it lost its padding. The patient reportedly wore the pump exterior to a garment and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; damage was observed. During testing, the contrast keypad button key was found to be intermittently unresponsive. The up arrow, down arrow and ok button keys were responding appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts.